Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported that on (B)(6) 2012 he received readings of 3.7 mmol/l (67 mg/dl), 23.2 mmol/l (418 mg/dl) and 3.8 mmol/l (68 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parke's error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported that later, at approximately 11:30 pm, he tested again, received a reading of 10.9 mmol/l (196 mg/dl) and self-administered his "normal" (unspecified amount) insulin. At approximately 4:30 am. The next morning, customer awoke feeling "sweaty", an indication to him that he was "low" and that the meter had been reading inaccurately high and self-treated by drinking orange juice. No third-party medical intervention was required. There was no report of death or permanent injury associated with this event.